Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. Service evaluation verified the keypad malfunction. The cause was identified to be an unresponsive power button number 3, 4 on front case and cracked pems on rear case upon visual inspection. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device keypad malfunctioned. The power button and keys 3 and 4 of the keypad were not responsive. No additional information is available.